Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complaint¿s experience of balloon leakage. A hole was observed on the balloon of the returned unit. Based on the condition of the returned unit and the description of the event, the leakage was caused by the hole in the balloon. It is likely that the hole was created by a sharp instrument or object that came in contact with the balloon during insertion of the trocar. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow-up medwatch#: (B)(4).

Event description:
Procedure performed: robotic hysterectomy with bilateral salpingo oophorectomy. Event description: trocar was found to be leaking air prior to use. Medwatch received via mail on 07nov2018: mw#: (B)(4). Description of the event: during robotic hysterectomy with bilateral salpingo oophorectomy, the trocar device with balloon was inserted in the patient's abdomen. The balloon would not inflate. No patient harm. Device to be returned to manufacturer for further review. Additional information received via email on 09nov2018 from clinical risk specialist: I reviewed the report we had submitted to medsun/FDA. The event date is on (B)(6) 2018 and the device was entered by our staff as brand name "kii balloon blunt tip system", name of equipment "kii ectraction alexis gtk17" lot: 1314605, ref/catalog: c0r47. The device failure was discovered intra-operatively, yes during surgery. It is the same event the account manager reported, however it was not found to be leaking air prior to use, per our staff's reported documentation. Patient status: no patient harm.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow-up mw #(B)(4).

Event description:
Procedure performed: robotic hysterectomy with bilateral salpingo oophorectomy. Event description: trocar was found to be leaking air prior to use. Medwatch received via mail on 07nov2018: mw # (B)(4). Description of the event: during robotic hysterectomy with bilateral salpingo oophorectomy, the trocar device with balloon was inserted in the patient's abdomen. The balloon would not inflate. No patient harm. Device to be returned to manufacturer for further review. Additional information received via email on (B)(6) 2018 from clinical risk specialist: I reviewed the report we had submitted to medsun/FDA. The event date is(B)(6) 2018 and the device was entered by our staff as brand name "kii balloon blunt tip system", name of equipment "kii ectraction alexis gtk17" - lot 1314605, ref/catalog c0r47. The device failure was discovered intra-operatively, yes during surgery. It is the same event the account manager reported, however it was not found to be leaking air prior to use, per our staff's reported documentation. Patient status: no patient harm.